Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the kit was loaned for an ankle arthroplasty. On opening sterile packing of the kit, a hole was found on device. The surgery was rescheduled.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this was not a reportable incident.